Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, g4, h4, h6.

Event description:
Healthcare professional reported rupture confirmed via us and MRI. Healthcare professional later reported right side device intact, un-reporting rupture. Device explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture confirmed via us and MRI. This record is for a right side. Device status is unknown.